Event description:
Information receive with return of the explanted device does not address the patient's clinical status but notes no output, n o magnet response and that the device could not be interrogated.